Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Water tubing in the handpiece cable is stiff and clogged causing no water flow.

Event description:
Based on the evaluation on january 24, 2019, the water tubing in the handpiece cable is stiff and clogged causing no water flow and the handpiece was getting hot; no injury resulted.